Manufacturer narrative:
The reported event of failure to advance the stylet was confirmed. As received, a complete lead was returned in one piece with a stylet inserted inside the lead. The stylet insertion/removal test was performed and found the inserted stylet was not able to advance. Destructive analysis found blood in the inner coil. The cause of the reported event was due to blood in the inner coil.

Event description:
During an initial implant procedure, the stylet was unable to be advanced through the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.